Event description:
Customer's nurse reported that her client was unable to test with their adc meter. No specific product issue was reported however, the customer required training on how to properly calibrate their meter for use. The nurse stated as a result of not testing the customer experienced vomiting, was seen at a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is a final report. The medical event involved a training issue, no specific product issue was reported. No product investigation is required.